Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited increased threshold, decreased sensing, and decreased impedance. A chest x-ray revealed the lead exhibited clavicular crush damage. No intervention or patient symptoms were reported. The patient would be monitored.